Event description:
Heparin drip was started at 0657. During handoff at the bedside, the rn noted that the bag was almost empty (0715). IV infusion was stopped, pump was shut off, and physician and nurse manager were immediately notified. Labs were obtained but could not be processed due to lack of clotting. Patient was already scheduled to be transferred to another facility, so transfer took place and handoff to facility included an update on this event. Nurse manager, rn, and physician checked pump settings and they were correct. Pump inspected for a leak and none found. At this time, we were unable to account for why the pump malfunctioned. Clinical engineering notified and the pump was immediately taken out of service. Baxter was notified and pump was sent to them for investigation. Baxter has taken the pump and is currently running their own diagnostic tests.